Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis contralateral leg component was implanted (lot#041180504).

Event description:
In 2004, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. In 2005, a postoperative computed tomography scan revealed a type ii endoleak. Four months later, mms imaging services revealed that the aneurysmal sac diameter increased from 6.9cm to 7.3cm and the aneurysmal sac volume increased from 228 cc to 281 cc. The next month, the physician successfully repaired the type ii endoleak by coil embolization.